Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic gastric sleeve, the device was difficult to unload, they attempt to tie a knot, but the needle would not pass from one side to another. They used a new device to complete the case and resolve the issue. Once given to the tech, the jaws were shut, the handle was jammed and the needle was still inside the device. The patient was alive with no injury.